Event description:
Customer called to ask if she should stay disconnected from the pump, due to low blood glucose. Customer received assistance from the paramedics and told her to stay off the pump for the rest of the night. Customer stated that her glucose went low due to her health issues. Advised customer to continue to monitor her blood glucose closely.